Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial amplitudes ranged from 2.8 mv - 3.57 mv. Egms revealed that the atrial and ventricular leads were reversed in the header of the pulse generator. The pulse generator was reprogrammed to aai mode due to the patient suffered with chronic atrial fibrillation.